Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the needle was moving incorrectly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and additional information was obtained about the complaint: the procedure was completed as planned without any injury or harm to the patient. When manipulating the instrument, it moved in the opposite direction of what the customer intended. The issue was resolved after reverting to a backup instrument.

Manufacturer narrative:
Isi received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of failed intuitive motion to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Root cause of this failure is attributed to a component failure. An additional observation not reported by site that was related to the primary failure was identified. The instrument was found to have a loose pitch cable at the distal end. This failure caused the intuitive motion failure of the instrument. No signs of damage to the clamping pulley or input disk were identified. Root cause of the failure is attributed to a component failure. No image or procedure video was provided for review. A review of the instrument log for the mega suturecut needle driver instrument 471309-15/k11220321 0214 associated with this event has been performed. Per the logs, the instrument was last used on system (B)(4) on (B)(6) 2022. The instrument had 12 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion e.g. Moved in an unexpected unintended way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following fields were updated: g6, h2, h10/h11 . After being transferred to engineering for further investigation, the initial findings were confirmed. Intuitive motion was retested and failed. The housing was removed and it was observed that the pitch cable was significantly looser than normal in the proximal end as well. The loose pitch cable contributed to the intuitive motion experienced. This failure is due to normal wear and tear causing the cable to stretch over time and use. The root cause of this is attributed to a component failure.